Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-23169 and 2016493-2020-23170, which captured the suspect devices.

Event description:
It was reported that a pcu and (4) syringe pump modules had communication error pump failures, and that these devices had new iuis installed recently. Upon investigation of the devices by the customer, the logs state one of the syringe pump modules also showed sensor and keypad errors, syr s/n (B)(6). Although requested, further information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a pcu and (4) syringe pump modules had communication error pump failures, and that these devices had new iuis installed recently. Upon investigation of the devices by the customer, the logs state one of the syringe pump modules also showed sensor and keypad errors, syr s/n (B)(4).